Event description:
It was alleged that the catheter leaked around the hub. When they hooked up to the catheter, it was noted that some blood was leaking from the transition area of the strain relief to the catheter body. They did not inject. The catheter was changed out for another and the procedure was continued. It was reported that no intervention was required. No adverse effects to the patient were reported.